Manufacturer narrative:
"Age at time of event: 18 years or older." (B)(4). Device evaluated by manufacturer: the device was returned for evaluation. Device analysis revealed a kink and a damage (hole) was observed in the lap joint from femoral marker to the distal end. Impedance testing shows an electrical open at proximal wave form, no image appeared in the ilab system, ic windup was not found within the telescope section of the device. The electrical failure was a result of a broken coax cable. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review and confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on investigation completed on 21-mar-2017. It was reported that lost image occurred. The 90% stenosed target lesion was located in the severely calcified right coronary artery (rca). During percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was selected to view target lesion. The physician did not encounter problem during testing. However lost image occurred inside the patient's body. It was set again, but the issue was not resolved. The procedure was completed with another with same device. No patient complications were reported. However, device analysis revealed a damage (hole) in the lapjoint from femoral marker to the distal end.